Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during the initial drain in peritoneal dialysis. The care giver stated that the home patient got into the initial drain and then connected causing the system error 2240 alarm. The technical service representative cleared the system error so the care giver may setup again with new supplies. Proper procedures per the user manual reviewed. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Starting therapy prior to connecting, and then connecting to the disposable set during drain, is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. It also instructs to connect the transfer set to the patient line prior to starting the initial drain. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.